Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) failed incoming testing on the output connector assembly. It was also indicated that multiple external components were missing. The epg was unable to be repaired and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.